Event description:
The patient had pulled out foley and a second foley was inserted during the night. No bleeding was noted. Patient complained of leaking and burning sensation. Attempt to further inflate balloon was very painful and caused bleeding. Balloon deflated and catheter advanced and reinflated without further problems or discomfort.